Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka, the real intelligence robotic drill had an installation problem, while the patient was already under anesthesia. It couldn't be unlocked even though the motor was making noises. The procedure was resumed, without any delay, with a change in surgical technique. No further complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was found that lead to the reported scenario. The reported problem was not confirmed with a functional evaluation. A kpc test was done first and passed without any failure. A test case was then performed and showed also no failure. The handpiece was opened, both motors were removed and checked, nothing unusual could be found. However, no problem related to the error could be identified. The cable nut was also tight. The exposure motor was also measured, all diodes were good. The handpiece passed a kpc test and a test case without any further failure. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a handling failure or time expired during unlock. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.